Event description:
Per the clinic, the patient experienced swelling and pain at the implant site. The patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the patient was hospitalized and treated with IV antibiotics for a duration of 10 days. The issue resolved.